Event description:
Procedure type: latg - gastrectomy. According to the reporter: during the procedure, a part of the cannula was chipped and fell into the pt cavity. The piece was not retrieved. Neither the operative time nor the incision were extended. There was no additional bleeding and no tissue damaged. No pt injury was reported.